Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the balloon difficult to remove. The patient presented with chest distress, and chest pain. The target lesion was located in the middle and distal right coronary artery. A 10 mm x 2.50 mm wolverine coronary cutting balloon was selected for use. After pressurization and dilation, it was noted that the balloon could not be retracted normally. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). B1: updated adverse event/product problem. B2: update outcomes attrib to adv event. H1: updated type of reportable event. H6: updated impact codes. Device evaluated by MFR.: the wolverine device was returned for analysis. Visual, tactile, microscopic, wire insertion and functional test analysis was performed on the device. A visual and tactile examination identified no issues with the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the shaft polymer extrusion. Microscopic examination identified the balloon cones were reviewed and were subjected to positive pressure. Blood was evident in the balloon. The bumper tip showed signs of distal tip damage. Under microscopic analysis stretching was identified along the shaft polymer extrusion. The device was attached to an encore inflation unit and the balloon was inflated successfully without issue. A vacuum was applied, and the balloon deflated fully with no issues noted. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure (rbp) of 12 atmospheres (atm) as per instructions for use. Wire insertion test revealed that the device could not be loaded or tracked on a 0.0140" test guidewire due to the damage on the shaft polymer extrusion.

Event description:
It was reported that the balloon difficult to remove. The patient presented with chest distress, and chest pain. The target lesion was located in the middle and distal right coronary artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. After pressurization and dilation, it was noted that the balloon could not be retracted normally. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure. It was further reported that greater than 80% stenosed target lesion was located in the non-tortuous and slightly calcified middle and distal segment of right coronary artery. Administered nitroglycerin, which caused the patient to cough. Consequently, the balloon was used to reach the lesion and slowly pressurize and dilate the blood vessels, then successfully withdrawn it into the catheter and removed from the patient's body along with the catheter.